Manufacturer narrative:
The pump was received with an error alarm during self-test due to faulty r.f board. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call of a rf pic failed self-test alarm from the insulin pump. The customer's mother stated that the pump is unable to load because the alarmed showed an rf issue with the pump. The customer was advised to program a normal bolus into the air. The customer was advised to rewind the process again. The customer will be sent a replacement pump.